Event description:
Needle cannula introduced via incision into lumen of the stomach. Needle trocar was removed and a guidewire advanced down the cannula. Guidewire was grasped in the stomach and brought out through the mouth using a snare in the endoscope. Gastrostomy tube was slid over the guidewire into place in standard fashion. Physician tried two tubes without success before getting a third tube from a different batch to work successfully. There appeared to be a blockage in part of the introducer apparatus affecting this particular batch or tubes.